Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not inflating due to a failure in the crimping connection piece. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and functionally tested. The first cylinder had a hole in the outer tube near the proximal end of the cylinder body due to wear from the kink resistant tubing (krt). The second cylinder had holes in the outer tube near the proximal end and near the distal portion of the cylinder body due to krt wear. The inner tubing of both cylinders was intact and both cylinders passed leak testing. The window quick connector (wqc) was returned intact on the reservoir krt with tool/sharp instrument damage found on the component; no visual abnormality was found within the connection of the wqc and the collet. The ms (momentary squeeze) pump was visually inspected, and leak tested. There was a leak in the tubing between the pump and cylinder due to fatigue. Microscopic observation found tissue contamination within the pump block. Therefore, the pump was not functionally tested. Based on the information available and analysis results, the disconnection was unable to be confirmed but the reported clinical events of mechanical and inflation issues were confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not inflating due to an issue with the crimping connection piece. The device was explanted and replaced. No patient complications were reported.